Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 863740 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2010 (B)(6), product type pump product ID, 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly. It passed all infusion and non-destructive testing, and also passed dispense testing and 30 day volume testing; showing that the pump was dispensing accurately. Analysis of the catheter found no significant anomaly. The sc connector showed damage that was noted to have occurred at explant.

Event description:
It was reported that the patient's pump had been replaced due to volume discrepancies where the actual residual volume was "about 10cc more than expected during refills". The patient was noted to have not experienced any symptoms, was doing "fine," and was receiving therapy. The medications used within the system were dilaudid, bupivacaine, and clonidine. No additional information was available at the time of this submission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.